Manufacturer narrative:
(B)(4).: initial MDR submission for device evaluation. Sample and photo received by our quality team for investigation. Through visual inspection, foreign matter is observed inside the syringe, within the fluid path. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substance was mainly composed of polypropylene particulate, which is used to manufacture syringes. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause of foreign matter noticed by customer is the entrance of polypropylene particles inside the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
Particle is found on the plunger of the syringe.